Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted to the emergency room due to hyperglycemia. The patient's blood glucose reached 30 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours. The patient was dizzy, urinating frequently, thirsty and nauseous. When the pod was removed from the infusion site, the cannula appeared bent. The patient was treated with insulin and sodium. The patient was discharged after a couple of hours.